Manufacturer narrative:
(B)(4). Investigation results a visual evaluation of the returned rx cytology brush revealed no physical defects. A functional analysis was performed and found that the brush was not able to extend or retract. The handle was disassembled and it revealed that the pull wire was kinked at the proximal section (distal end of the handle cannula) and was partially broken in the same location where it was kinked. It is most likely that the pull wire being kinked at the distal end of the handle cannula could have caused difficulty to extend/ retract the brush. Due to excessive manipulation of the device, it would cause the pull wire to break. Based on all gathered information, the most probable cause of this complaint is ¿manufacturing process design¿, since it is most likely that design or validation of the manufacturing process was not sufficient to ensure the finished device met the intent of the design. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was prepared for use. According to the complainant, during preparation, when the device was taken out from the package, the brush failed to retract. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; wire broke.